Event description:
Report of two documented and two undocumented incidences of disconnection of cap of stopcock. In report #1 of 2 of the documented incidences, info was rec'd from customer which stated "during coughing episode in recovery room, pt's IV noted with blood backing up in tubing. Upon closer inspection, IV tubing noted with cap off and blood on linens approximately 50cc. Vital signs stable; pt discharged to home." No further info was available.